Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device won't turn on when the door is opened with a slide clamp, and then jumps to the error screen, which was not reproduced during evaluation. The cause was determined to be a failing link. The link was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not turned on when the door was opened with a slide clamp and then jumped to the error screen upon power up. The problem was found in the intensive care unit department. There was no patient involvement. No additional information is available.